Event description:
The customer reported that v1 of the 12-lead ECG signal was not working properly, which could impact or delay diagnosis or treatment.

Manufacturer narrative:
The customer reported that v1 of the 12-lead ECG signal was not working properly, which could impact or delay diagnosis or treatment. On 4/10/09, a philips fse evaluated the device. The symptom could not be duplicated and the device passed all testing. We are considering this a malfunction. We cannot determine the cause since we could not duplicate the symptom. The customer has not called back regarding this issue for the device. (B) (4).